Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor displayed a service code 107 (multiple abnormal shutdowns). The cause for the abnormal shutdowns was isolated to an intermittently defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns.